Manufacturer narrative:
B5: update to reflect correct information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported on (B)(6) 2019 a patient extubated themselves without a vent disconnect alarm being issued. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported on (B)(6) 2019 a patient extubated themselves without a vent disconnect alarm being issued from their intellivue mx800 patient monitor. Patient impact is unknown at the time of report. Information has been requested.